Manufacturer narrative:
Additional information regarding manufacturer report #3004209178-2019-08600 will now be submitted via this manufacturer report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient on 2019-apr-29. It was reported that the patient experienced less relief than previously experienced and also long recharge times. There were no contributing factors identified. It was noted that impedance measurements were within range, and it was discovered that the patient spent more than 3 hours to charge at the last recharge session. A new program was created, and the patient was encouraged to try this program and then try old programs he had not previously been using. It was unknown if the issues resolved as of (B)(6) 2019. Additional information was received from a consumer regarding the patient on 2019-jul-30. It was reported that the patient had the system removed on (B)(6) 2019 because it was not working, not functioning, and at times, it actually hurt when he was charging it. The patient noted that he had found someone to teach him how to recharge and give it a second try but went on with device removal. There were no further complications reported or anticipated.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was asking about what they needed to do in order to get the ins removed. They noted that the device worked originally and then stopped working about six months ago. The patient was going to meet with someone soon to fine tune the ins and if it didn't work then they would have it explanted. No further complications reported.